Event description:
The patient was laying on her left side supporting herself on the left head siderail while her nurse performed a procedure. The left siderail fell off of the bed during the procedure. No injuries reported.